Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufactured, lead pin not fully inserted past the connector block of generator.

Event description:
It was initially reported that during diagnostics performed, a low impedance warning was observed. The pt's settings were lowered from 1.25ma to 1.00ma, which resolved the warning message. The pt was said to be saving an increase in seizures, below the pre-vns baseline levels, which is believed to be related to the limited therapy being received as indicated by the impedance warning. There was no known specific trauma or fall that could have caused or contributed to the event. The pt is said to still have seizures. At a later appointment, a high lead impedance warning was observed during the interrogation. When the pt's settings were again lowered and diagnostics performed, the impedance warning resolved. The pt was referred for x-rays, which were sent to the manufacturer for analysis. Based on the x-rays received, the high lead impedance is likely due to the lead pin not being fully inserted into the header cavity. Due to the portion of lead behind the pulse generator, which could not be assessed, a discontinuity or anomaly in this portion of the lead body could not be ruled out. The pt is expected to have revision surgery, but has yet to occur.